Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. The patient was hospitalized and treated with intravenous antibiotics. The ra lead was explanted. Additional information received indicated that the newly implanted temporary lead was connected to the pacemaker which was reused as an external temporary pacing device and off label use was intentional. No additional adverse patient effects were reported.